Event description:
After setting up tubing and beginning fluid flow, the fluid ran uncontrolled. The tubing was clamped immediately removed and setup with a new set of tubing. No impact or harm to patient.